Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5524m-53 implantable pacing lead, (B)(6) 2000. (B)(4).

Event description:
It was also reported that three months later, there appears to be episodes of noise on the electrogram for the ventricular lead again.

Event description:
It was reported that the patient had a fall. An interrogation showed what appeared to be possible noise on the atrial and the ventricular lead which may be an indication of the fall. Both leads remain in use. No further patient complications have been reported as a result of this event.